Event description:
Pt stated she was found unresponsive and could not be awaken. Test was done on prodigy meter and showed result of 113 mg/dl. Usual results would be 300-400 mg/dl. Medics were called and arrived a few minutes later. Their meter's result was 50 mg/dl, then 30 mg/dl. Pt was transported to emergency room where IV attempt was unsuccessful, so pt received goutophage syringe. Stabilization time was not known but pt stated it took a while. After 8 days and multiple tests to determine cause of blood sugar drop, pt was discharged. Discharge reading was 150-155 mg/dl. Prodigy sent replacement meter w/prepaid return envelope for reported products. Per shipping company notification, return envelope sent by pt but products missing en route; possibly the result of torn/damaged packaging.

Manufacturer narrative:
Meter could not be tested or evaluated because it was not returned. A pre-paid envelope and label was mailed to customer, along with a replacement meter.